Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including a surgical lead, on (B)(6) 2009. The pt reported no stimulation from the scs system post-operative. The pt was taken back into surgery on (B)(6) 2009 for an invasive examination of the scs system. During the operation, the physician found that the scs lead had a visible cut. The lead was explanted and replaced. The explanted lead was discarded by the facility. F/u on the pt found no further issues reported.